Event description:
It was reported that during a hepa-pancreatic procedure, the instrument made an error alarm. Case completed with a like device and there was no patient consequence.

Manufacturer narrative:
The analysis results confirmed that device (b) was returned with the distal tip of the blade broken off and missing. No signs of damage were noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."